Event description:
It was reported by our customer's attorney that a bed was located in a patient's home where a fire occurred. The fire did result in a fatality to one person and a serious burn injury to another. At this time, importer does not have detailed information regarding the incident and the direct causes of the death and injury. Importer did have an opportunity to inspect the scene two months after the incident. Our inspection revealed the following: the under-bed structure and all electrical components are in good condition, with no sign of overheating. The 3-wire bed power cord on the bed was connected to a 2-wire extension cord, together with an electric heater. It appeared that the connector was where the fire started. For your information, the owner's manual for the bed states that only a 3-wire extension cord may be used. Based on the foregoing and our investigation, importer believes that the bed was not the cause of the fire incident.